Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump vibrated and shows system error and went dead. Customer stated the half of the screen started faded out and takes a couple of seconds to respond to it. Customer stated the insulin pump had a multiple insulin pump error alarm. The customer stated they were not able to clear the alarm. Customer stated time clock was visible on screen and it was advance. Customer stated the insulin pump neither dropped nor exposed to moisture. Customer stated the insulin pump kept going on and off during the call even during the rewind. Customer performed displacement test and it passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Blank display not confirmed. Keypad unresponsive/button error alarm not confirmed. Missing segments/partial display not confirmed. No pump error 41 or error 43 alarms noted during testing. Moisture damage was found on the force sensor during visual inspection. Pump received with scratched case. Device received with pillowing keypad overlay.